Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 8/23/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and cerebrovascular accident (cva). It was reported that the pentaray nav eco catheter would not flush through. The catheter was replaced, and the case continued. During the mapping phase in the left ventricle with the thermocool® smart touch® sf bi-directional navigation catheter, it was noticed on carto that the thermocool® smart touch® sf bi-directional navigation catheter seemed to have perforated the left ventricle. The patient¿s blood pressure slowly stated decreasing. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage and was moved to the intensive care unit (ICU) for observation. As of (B)(6) 2019, the patient recovered from cardiac tamponade, but his condition worsened and developed cva. Extended hospitalization was required as a result of the adverse event, the patient is still in the hospital at this time. It is unknown if any intervention was performed for cva. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were some factors cited that might have contributed to the cause of the adverse event such as second vt ablation procedure and patient¿s severely enlarged heart. Transseptal puncture was performed during the case (transseptal needle information was not provided). Ablation was not performed prior to the event, the event occurred during the mapping phase, wherein the catheter appeared out of the mapping zone. The activated clotting time (act) was maintained between 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system indicated to re-zero the catheter. The customer¿s reported visualization issues (catheter appeared outside of the mapping zone) are not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
It was reported that 77-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and cerebrovascular accident (cva). It was reported that the pentaray nav eco catheter would not flush through. The catheter was replaced, and the case continued. During the mapping phase in the left ventricle with the thermocool® smart touch® sf bi-directional navigation catheter, it was noticed on carto that the thermocool® smart touch® sf bi-directional navigation catheter seemed to have perforated the left ventricle. The patient¿s blood pressure slowly stated decreasing. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage and was moved to the intensive care unit (ICU) for observation. As of (B)(6) 2019, the patient recovered from cardiac tamponade, but his condition worsened and developed cva. Extended hospitalization was required as a result of the adverse event, the patient is still in the hospital at this time. It is unknown if any intervention was performed for cva. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were some factors cited that might have contributed to the cause of the adverse event such as second vt ablation procedure and patient¿s severely enlarged heart. Device evaluation details: the device evaluation details has been completed. The returned device was visually inspected, and it was found in normal conditions. During the second visual inspection the catheter was found with a bent on the shaft. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed, and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then per the event, a deflection test was performed and the catheter passed. An irrigation test was performed, and the catheter failed. The catheter was dissected, and it was found that the irrigation tubing was bent in the bent shaft area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the bent shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during shipment. Manufacturer¿s ref # (B)(4).